Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient's father stated that the sensor wire was located on the underside of the adhesive pad. The transmitter was removed prior to removal of the sensor pod. At the time of contact, the patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).